Event description:
The revision surgery was done on (B)(6) 2007.

Event description:
It was reported by a non-medical professional that the patient underwent a lumbar stabilization procedure in 2006 where an interbody stabilization device was implanted. The patient underwent a surgical revision to remove the device in 2007 reportedly, due to problems resulting from the initial surgery and the device.

Manufacturer narrative:
.

Manufacturer narrative:
Imaging studies were provided for review. Pre-op lumbar views and MRI axials appear normal. Post-op films show interbody device at l5-s1. 4 weeks post-op shows subsidence into l5. Final films show the level revised with interbody peek spacer, graft and unilateral pedicle screws on the right at l5-s1. Screws are noted to extend beyond the vertebral body anteriorly.